Event description:
It was reported by service report that the IV pole was broken. Upon inspection of the unit by the service technician, it was identified that the IV pole was broken with exposed sharp edges.

Manufacturer narrative:
(B)(4).